Manufacturer narrative:
Product complaint # : (B)(4). A manufacturing record evaluation was performed for the finished device batch pj4513 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a c-section and myomectomy on (B)(6) 2021 and the suture was used. It was reported that the suture broke during sewing. Another like suture was used to complete the procedure. No further information is available.